Manufacturer narrative:
The system, including the footswitch and barcode reader, was de-installed from the facility and returned for an in-house eval. The system was tested and met all product specifications. The root cause for the reported event is unk as they were unable to reproduce the system messages and the returned system passed all testing. An internal investigation was opened to investigate this issue. Quality assurance will continue to monitor related complaints and will take action for further occurrences as necessary. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "10 minutes delay" (no code available). Product problem(s): "multiple system messages occurred during surgery" (device displays error message). A nurse reported multiple system messages occurred during surgery. The system was switched out during the case causing a ten minutes delay. No pt injury was reported by the facility.